Event description:
The customer reported that while the iabp was in use on a patient, preparing for transport, the iabp shutdown. The iabp was rebooted and during transport it shutdown two additional times. No patient injury was reported.

Manufacturer narrative:
Our investigation of this event is in progress. A follow up medwatch will be submitted when our investigation is complete.